Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: on (B)(6) 2011, the pt had the mesh implanted. On (B)(6) 2013, the pt experienced a recurrence of hernia. The incident was treated by reoperation. On (B)(6) 2013 the situation was resolved. According to the principal investigator, the relationship to the device is unk/impossible to determine.